Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. Attempts have been made to obtain additional information by phone and fax. A completed questionnaire was not received. (B)(4).

Event description:
A surgeon reported that after an intraocular lens (iol) was implanted, the patient was dissatisfied with the vision. The lens was exchanged. Additional information was requested.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received from the surgeon. The patient reported blurry vision distance and near prior to the iol exchange.

Manufacturer narrative:
Product history and batch records were reviewed and documentation indicated the product met release criteria. There have been no other complaints reported in the indicated lot. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received within the patient's medical records. She was diagnosed with an epiretinal membrane 10 weeks after the intraocular lens was initially implanted.